Event description:
Complainant alleged that while attempting to cardiovert a pt (age&gender unk) the device would not allow a discharge. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant indicated that there was no adverse effects to the pt due to the reported malfunction.